Event description:
A (B)(6) old female patient with obstetric trauma was implanted with an acticon device on (B)(6) 2008. On (B)(6) 2009, the physician called and reported the patient has to squeeze the pump about 50 times and it takes 5+ minutes for the cuff to close. Ams suggested fluoroscopy perhaps to see fluid movement with the device, that perhaps there is air in the system or a tubing kink. The device is functioning, just not as expected. A revision surgery has not been determined at this time. No further information has been provided.

Manufacturer narrative:
Additional catalog numbers: 72402106, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.